Event description:
The hcp reported the pt was experiencing signs and symptoms of withdrawal including increased spasticity. A catheter study was done and reported as normal. The pump programming was determined to be okay. The hcp questioned the functioning of the pump. During surgery, a leak was found at the pump connector. The pump and connector were explanted and replaced and returned to the manufacturer for analysis.